Event description:
It was reported the patient is deceased and the cause of death was listed as sepsis with intracranial bleed and renal failure. Additional information for the source of the sepsis was requested and is not known. The patient was a participant in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.